Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred intermittently. Reportedly, the customer had filled the cartridge with 200 units of insulin. Customer reloaded the cartridge to address the issue. Customer¿s blood glucose level was 280-290 mg/dl.